Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2500 ohms on the left ventricular (lv) channel. Oversensing of noise was also observed on both the right ventricular and lv channels as well. A revision procedure is currently being planned but for now, the crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the cardiac resynchronization therapy defibrillator (crt-d) will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) and left ventricular (lv) leads were explanted and replaced. Fractures of the leads were identified near the location of the subclavian vein. The cardiac resynchronization therapy defibrillator (crt-d) was explanted as well due to normal battery depletion. No additional adverse patient effects were reported.